Event description:
Pt used device for the first time on 12/25/95. Water was placed in the item 2" deep. She submerged her feet and 2 mins later felt intense heat and pain. Next day feet were swollen and blistered. She went to the hosp on 12/28/95, toes were amputated on 2/4/96.